Event description:
As reported, a leak occurred at the luer lock portion of a 6f 0.070 extra-back up ( xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a leak occurred at the luer lock portion of a 6f 0.070 extra-back up ( xb) 3 100cm vista brite tip guide catheter. There was no reported patient injury. The intended procedure was a selective angiogram, and the leak occurred after insertion into the patient. The device was torqued or steered by the hub, and the access site vessel characteristics were normal, with no calcification or tortuosity noted. It is unknown whether the device was pulled from the packaging by the hub. No difficulties were encountered during insertion, advancement, or withdrawal of the device. The product was stored, handled, and prepped according to the instructions for use (IFU), and no device damage was noted prior to opening the package. There was no difficulty removing the device from sterile packaging, and no issues were experienced during preparation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18234763 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device or images for analysis, the reported customer event ¿luer hub-leakage¿ could not be evaluated. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.